Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral and umbilical hernia repair surgery on an undisclosed date and mesh was implanted. On (B)(6)2017 she presented to the emergency room with periumbilical pain, and a CT scan showed that she had a recurrent hernia. She had surgery for recurrence of her umbilical hernia on (B)(6)2017 at (B)(6). The mesh was found to be contracted, ¿the superior and inferior edge of the mesh showed retraction¿ in the area of the hernia, and ¿possible fractures¿ of the mesh. The surgeon attempted to remove the mesh and reduce the adhesions and incarcerated hernia contents.

Manufacturer narrative:
Additional information. Patient code: (B)(4) additional narrative: it was reported that following procedure the patient experienced scarring. It was reported that the patient underwent hernia repair surgery on (B)(6) 2015 and physiomesh was implanted.